Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During testing, it was confirmed that the water stopped circulating in the device. Circulation pump head was replaced. Mixing pump head was replaced preventatively. Unit was evaluated for functionality. Arctic sun passed all tests successfully and unit is ready to be returned to the customer. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. Labeling review was not required since the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that water stopped circulating in arctic sun device during recuperating. The case was completed as it was the last stage of the case. Per follow up information received via email on 02aug2023, they confirmed device was sent to bd-approved facility for evaluation. They confirmed the issue was resolved. They confirmed the repair was done. They did not get information about the patient. The case completed on original equipment. No patient impact and no medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water stopped circulating in arctic sun device during recuperating. The case was completed as it was the last stage of the case.